Event description:
It was reported the patient experienced a shocking or jolting sensation down the leg after exposure to a security gate at kmart. Movement and palpation caused stimulation changes. At the time of the report the patient's status was fair. The patient was redirected to contact the health care professional. Additional information has been requested from the hcp, but was not available as of the date of this report.